Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported by the patient¿s relative that approximately four months post index repair the patient was complaining of right leg pain. The patient was brought to the ER where the physician identified the right branch of the stent graft had collapsed and a bypass intervention was performed to resolve the occlusion. It was also reported by the patient¿s relative that there was a bubble in one of the stents. No other information is available at this time.